Event description:
The distributor reported the ventilator went vent inop and alarmed while in use. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician replaced the main board, motor controller board and oxygen module. Final testing was performed and the ventilator passed per operating specifications.